Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a low anterior resection, the firing stopped half way. Surgeon replaced the handle and reload to resolve the issue. No patient injury.